Manufacturer narrative:
There were no samples received with this complaint therefore an examination of the defect could not be performed and the reported condition could not be confirmed. A device history record (DHR) review was completed for lot# 16j232562. There were no manufacturing issues related to the complaint issued for this lot. The potential root causes were determined to be: the accuracy and consistency of the scales used to weigh the sponges had not been verified; the procedure to set up the scales did not reflect the current process; for smaller sized product codes, extra movement is performed by rotating the sponges prior to banding; and there were no guidelines for the tightness of the band. A formal corrective and preventative action (CAPA) was completed to optimize the autobander process and prevent recurrence of the defect. The corrective actions were implemented after the manufacture date of the returned lot. Therefore, no additional actions will be taken at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the pack contained only nine pieces of gauze instead of ten pieces.